Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer's analysis noted that the output connector assembly of the device was broken, upper case was broken, display wires were pinched and contaminated without compromise to the insulation, and the main printed circuit board (pcb) assembly was corroded. It was also noted that the hanger assembly, keypad flex, encoder switch assembly, all knobs, and two main pcb assembly screws were contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator (epg) originally returned for testing and calibration subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.